Event description:
Per complaint (B)(4), after clinical procedure, bone fracture was observed.

Manufacturer narrative:
Patient bone quality is unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.